Event description:
Reporter indicated that a vns laptop computer was "not working". No other info was provided by the reporter. The laptop has been returned and is currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.